Manufacturer narrative:
Section d4 & h4: multiple attempts for device serial number were made, however no response was received. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The log file captured no external power, low voltage hazard, and low voltage advisory alarms on 14sep2021 from 3:07:18 to 3:07:34 and from 3:07:34 to 3:07:43 due to temporary losses of ac power while connected to the mpu. The system controller backup battery supplied power to the system during the losses of external power. The first loss of external power was resolved when power from the mpu was restored; the second loss of external power was resolved by switching to 14v batteries. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Multiple requests for additional information (including the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event, such as a loss of power to the house) were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files contained back to back loss of external power events captured while the patient was connected to their mobile power unit (mpu) on (B)(6) 2021. The controller was reported to have switched appropriately to emergency backup battery (ebb) power. The events appeared to have resolved once the patient switched to battery power. The log also contained a number of abnormal low power advisories while the patient was connected to battery power.